Event description:
Corin hip replacement for right hip cracked after implantation in normal use. Had to be explanted recently and replaced by another device. There is also a corin hip device implanted in the left hip which has to be explanted because the device is defective. Surgery is expected within next 6 months. Still recovering from the device explantation on right side. Rptr understands that this device is being under consideration for approval. Rptr strongly urges the FDA to halt the approval process long enough to investigate the problems rptr now presents. It appears to rptr that if this device is released, the FDA may be sanctioning the implantation of short-fuse time bombs on an unsuspecting public. Rptr doubts that their client had a idiosyncratic reaction; in two hips, highly doubtful.